Manufacturer narrative:
It was reported that excess air unsterile packaging and obstruction of stock receptacle. Two photos were taken by the customer. The photos do not verify any issues with the packaging. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5302 lot number 24029307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: verbatim: excess air unsterile packaging and obstruction of stock receptacle.